Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial#: (B)(4) description: infinion 1x16 perc lead kit-50 cm model#: sc-3400-30 serial#: (B)(4) description: infinion splitter 2x8 kit (30 cm) model#: sc-4318 serial#: (B)(4) description: clik x anchor the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the products revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not happy with the result of the stimulator. It was also reported that the patient did not like the stimulation felt and thought it had a shocking feeling. The patient underwent an explant procedure.